Event description:
It was reported that the user experienced hyperglycemia with a highest cgm reading of 340 mg/dl for approximately 90 minutes while using the ilet system with a dexcom g7 and an infusion set placed on the inner thigh; the user attributed the event to recent steroid injections, and no device alerts or alarms were reported. Symptoms included fatigue, confusion, and lack of focus consistent with hyperglycemia. Outcomes included that the impact of the event could not be determined due to insufficient information. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.